Event description:
During cardiac surgery, while the patient was on cardiac bypass, the machine unexpectedly shut down. An attempt to re-start the machine was unsuccessful and hand cranking was required while another bypass machine was obtained.